Event description:
The customer received a blood glucose reading of 250 mg/dl from his contour usb meter and readings of 114 and 106 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for eval. Replacement test strips were sent to the customer. The meter was also replaced at the customer's insistence.